Event description:
It was reported that the implantable cardioverter defibrillator and the right ventricular lead dislodged due to patient manipulation. It was also discovered that failure to capture was observered on the right ventricular lead. The entire system was extracted and the patient was in stable condition.